Manufacturer narrative:
The device is not available for evaluation, however, a device history review will be performed.

Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap where the customer reported that while unscrewing the cap from one of the lines, the line disconnected. The customer stated that parts of the device have a gluing problem. There was patient involvement but harm was not reported as a consequence of this event. The customer stated that no more additional information on the incident is available.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in g2 and h6 medical device problem code.